Manufacturer narrative:
Updated and corrected to reflect the information received on 2019-jan-18. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a manufacturer representative on (B)(6) 2019. It was reported that the volume discrepancies occurred at the last two refills. The hospital had possession of the pump, but the pump would be returned for analysis. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative on 2019-jan-18. It was reported that the volume discrepancies occurred at the last two refills.

Manufacturer narrative:
The pump was returned, and analysis identified no anomalies. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 12-sep-2014, UDI#: (B)(4), implanted: (B)(6) 2013, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer's representative (rep) regarding a patient who was receiving an unknown drug at an unknown concentration and dosage via an implantable pump for non-malignant pain and post lumbar laminectomy syndrome. On (B)(6) 2019, it was reported that the patient's pump was having volume discrepancies. The volumes related to the discrepancies were unknown. The patient was undergoing a catheter and pump revision as a result of the discrepancies, which the rep believed had been occurring for over 6 months. The patient also reported that the pump had a diminishing effect and the patient was not getting good therapy for the past 3 months. The rep inquired about compatibility with 8784 collets as the clinic dropped a collet during the surgery. No further complications were reported or anticipated.